Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not recovered. A field service engineer (fse) identified that main drawer 6 was not detected on the bus due to a faulty drawer sensor. Powered off the pyxis system, replaced the drawer sensor, and reseated all cables at the back of the drawer. Powered the system back on, ran hardware test application, and confirmed successful results with the drawer functioning properly. Customer verified operation and was satisfied with the outcome. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed and could not recovered. User switched off the station and unplugged the power cord, plugged back the power cord and switched the station back but was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.